Event description:
The customer tested his blood glucose and received a reading of 125 and 152 mg/dl using his contour meter. He retested using another meter and received a reading of 53 mg/dl. The difference between the customer's meter readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.